Event description:
Ous MDR - after an implant duration of about 31 months oversensing with an inappropriate vf detection was reported. No adverse patient side effects were reported. The lead was explanted.

Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis. The inspection demonstrated a damaged insulation at about 35 cm distal to the is-1 connector pin. In this area, the lead body was found squeezed and deformed. The coating of the conductor cable to the ring electrode and the vcs shock coil was found damaged. These findings can be considered as the root cause for the observed oversensing mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. Further analysis showed insulation damages at the proximal part of the lead, likely as a result of friction between the lead body and the ICD housing. The deformation of vcs shock coil occurred most likely during the explanation procedure.